Event description:
It was reported there was a self test failure. The device was returned. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the display module. Visual inspection revealed contamination near a connector. Bench analysis confirmed the reported failure. After contaminant was cleaned, proper operation was restored. Conclusion: the self-test error was caused by circuit board contamination.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event of a self-test error, the display was out of specification. It was also noted that the upper case, lower case, and main printed circuit board (pcb) were broken and contaminated, one side bail cover was broken, one side bail cover, one side bail and battery release o-ring were missing, the heart block, lead flex cover, heart wire contacts, and heart lead flex were contaminated, and the battery contacts were compressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.